Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a device abnormality; unknown message. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a device abnormality; unknown message. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. Product was provided for investigation. Confirmation of the allegation was confirmed via product and data. A probable cause could not be determined. No injury or medical intervention was reported.